Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, the following evaluation findings were observed: watertightness was not maintained due to holes in the curved rubber, the curved rubber adhesive was missing, scratches were found on the grip, scratches were found on the right/left plate, scratches were found on the universal cord, scratches were found on the video connector, the video connector was cracked, scratches were found on the light guide (lg) connector, scratches were noted on the lg cover glass surface, scratches were found on the video connector case, white scratches were noted on the image, scratches were noted on the up/down (ud) angle fixing lever (sp) and the label on the video connector had come off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the rubber on the endoeye flex deflectable videoscope had a pinhole. Upon inspection of the customer¿s returned device it was observed, adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.